Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call to technical services on (B)(6) 2017 stating that atrial lead was not capturing however sensing appeared appropriate. Atrial impedances greater than 2,500 ohms and stored episode of noise were observed. The patient was admitted in the intensive care unit following a pea arrest. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).